Event description:
The customer reported that the device shut down and then powered back on while monitoring a pt. There was no pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.